Manufacturer narrative:
On 30-mar-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav catheter and there was current leakage-device disruption detected on patient interface unit (piu) rl input. The signal interference was noted on all electrocardiogram channels (both body surface and intracardiac). The issue was noted while the device was in the patient's body. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized; however, signal noise and a black electrode was observed on the screen. Due to this condition, device handle was dissected and resistance was measured from electrical coils on the printed circuit board (pcb) and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. A manufacturing record evaluation was performed for the finished device lot number 31796466m and no internal action was found during the review. The electrical and current leakage issues reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. Disconnect all catheter cables from the piu (patient interface unit). If the error persists after disconnecting all catheter cables from the piu, turn off the piu power supply and contact biosense webster service and support department to report a piu issue. If the error message disappears after disconnecting all catheter cables, reconnect the catheter cables, one by one, until the catheter or cable causing the error is identified. Replace the faulty catheter and/or cable. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav catheter and there was current leakage-device disruption detected on patient interface unit (piu) rl input. The signal interference was noted on all electrocardiogram channels (both body surface and intracardiac). The issue was noted while the device was in the patient's body. A second device was used to complete the operation. There was no adverse event reported on patient.